Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device powered off without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.